Event description:
It was reported that, "scrub tech was threading the cage onto the inserter and as soon as she tightened it the inner thread snapped off. She did not put it at an aggrerssive angle. Thread is still in interbody also included below."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.